Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted with diabetic ketoacidosis. Customer reverted to lantus along with manual injections.